Event description:
It was reported that on (B) (6)2010, a patient had a dilatation and curettage (d&c), an adiana procedure for permanent contraception and a novasure endometrial ablation. A post ablation hysteroscopy was done which "showed a good ablation pattern and there was no evidence of a perforation". On (B) (6)2010, the patient experienced "constipation type pain" and was admitted by another physician to another hospital. A computed tomography (CT) scan showed free air and evidence of bowel perforation. The patient was taken to the operating room and a laparotomy was performed. A uterine perforation was seen at the left fundal area and a thermal injury was seen around the perforation site. Additionally, thermal injury was seen at the distal sigmoid colon. A hysterectomy and a bowel resection were done and a temporary colostomy created. The physician reported the patient was discharged home on (B) (6)2010 and she is presently "doing fine".

Manufacturer narrative:
Neither the device nor the radio frequency controller is being returned, therefore, a failure analysis of the complaint devices can not be completed. The serial number of the radio frequency controller was not provided by the complainant, therefore, the manufacture date of the controller is not known. Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review could not be conducted for the radio frequency controller (rfc) as a lot and serial numbers were not provided by the complainant. (B) (4).